Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported the scs system began to auto reduce. High impedances were noted on multiple lead contacts during reprogramming. Reprogramming was able to provide some coverage. Surgical intervention many be pending to address the issue.